Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of twenty-one (21) clearlink solution administration sets were found damaged during product reception. The issue was identified prior to use. There was no patient involvement. No additional information is available.